Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A physician reported that the system "sparked" during a procedure. The pt was released. At least 12 procedures were canceled. Additional info was requested. Several attempts have been made to acquire additional info, but none has been received to date.